Manufacturer narrative:
A visual inspection of the device confirmed the reported complaint of the upper jaw breaking. The break is angular in nature. The upper jaw has damage beyond its normal bite radius there is also corresponding damage to the shaft. This condition is consistent with excessive forces being applied during use. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During surgery the jaw snapped in half. The broken portion was removed from the patient. A back-up device was available for use. No patient injury or other complications were reported.